Manufacturer narrative:
Concomitant medical products: dtbc2q1 device, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and that pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted there was also high and fluctuating sensing and thresholds for the right atrial (ra) lead and right ventricular (rv) lead in the trend data, and during the revision procedure, the ra lead and rv lead sensing values were low. The rv lead was capped and replaced and the ra lead remains in use. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.